Manufacturer narrative:
.

Event description:
Procedure: gastrectomy. According to the reporter: staples did not form properly on the second firing. The cartridge could not be removed from the device. Another device was used to continue the procedure. Oozing bleeding was reported as under 500cc. Surgery time was extended by more than 30 minutes.